Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000145108.

Event description:
Related manufacturer reference number: 1627487-2023-05730. It was reported that patient experienced continued drainage and wound dehiscence at incision sites. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was explanted.